Event description:
It was reported that the patient presented via a merlin@home transmission with post-paced t-wave oversensing noted on their implantable cardioverter defibrillator (ICD). No intervention took place at the time and the patient would continue to be monitored. The patient condition was unknown.